Event description:
As the catheter is threaded into the vein, there is indication it is in the vein with the back flush of blood. However the problem is when it is flushed with the normal saline, it will not flush. The tip of the catheter is not open. Multiple catheters are used until one will function correctly.